Manufacturer narrative:
Based on the additional information received removed patient device interaction and serious injury codes as hemolysis resolved with standard troubleshooting b1 product problem, b5, and h1 were revised. Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. Health effect -impact code f26 health effect - clinical code e2403 medical device problem code a150207

Event description:
Additional information received: echo imaging was performed to assess the impella position in conjunction with a reduction in performance level, per the care team. No additional details were provided.

Manufacturer narrative:
Additional information received: echo imaging was performed to assess the impella position in conjunction with a reduction in performance level, per the care team. No additional details were provided. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Event description:
A 79-year-old male with a medical history of diabetes mellitus and renal insufficiency presented with acute myocardial infarction complicated by cardiogenic shock requiring support with an impella cp implanted via right femoral percutaneous arterial access on (B)(6) 2026. During impella support, the patient developed signs concerning for hemolysis, including dark red-tinged urine, with laboratory findings of elevated ldh (1403), thrombocytopenia (platelets 64), and anemia (hemoglobin 7.4). The device was operating at p6 without alarms, and the patient remained hemodynamically stable with cvp within target range. Due to low platelet count and concern for hemolysis, systemic anticoagulation with heparin was held per care team decision. Imaging was utilized to assess device position, and repeat echocardiography was planned, with no repositioning required per the care team. Hemolysis was identified during impella support; however, good pump position during the event was not confirmed. At the time of explant on (B)(6) 2026, resistance was encountered during device removal, requiring the use of a snare due to the device being caught in left ventricular tissue/trabeculae. The device was successfully removed using a snare, and vascular closure was achieved with perclose x2. The patient remained stable throughout the explant procedure and survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.